Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred during use during dwell 3 of 4. The hp ended therapy and would finish with manual supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. He stated that he did not notice anything unusual about his supplies or setup that could have caused the alarm. He had contacted his nurse about the event, and therapy since then has been going well. There were no adverse events reported in relation to this incident. Bps contacted the registered nurse on (B)(6) 2011. She stated that the patient had not contacted the clinic about the event. This writer explained the alarm. The nurse stated that the patient's therapy has been going well since, and no adverse effects were reported in relation to this incident.

Manufacturer narrative:
(B)(4) . This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, however; the lot number was provided. Therefore, a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.